Event description:
It was reported that this pacemaker system had a pacemaker mediated tachycardia (pmt) episode and was showing right ventricular (rv) lead undersensing. Technical services (ts) recommended further evaluation and reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.